Event description:
The article lists info suggesting a female pt being treated for spasticity with an implantable infusion pump experienced a device related infection 14 days post implant. The pt presented with dehiscence, erythema, other infection (unspecified), increased spasticity and a cerebral spinal fluid leak. Add'l surgical procedures included a catheter revision and repair of the dural leak. The pt was treated with antibiotics and the pump remained implanted for nine months but was subsequently explanted. Post dural repair procedure complications included a low grade fever and increased spasticity. No add'l info concerning pt symptoms and outcome was provided. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen for spasticity: a study." Developmental medicine & child neurology. 2006; 48: 450-455.